Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('pierced completely into my uterine muscle') and device dislocation ('one coil migrated completely out of left tube/ the other coil was migrated mostly ou of fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate (topamax). In 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, medically significant and intervention required), device dislocation (seriousness criteria hospitalization, disability, medically significant and intervention required), pelvic pain ("pain/excruciating pain") and uterine pain ("intense muscle cramping"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, pelvic pain and uterine pain outcome was unknown. The reporter considered device dislocation, pelvic pain, uterine pain and uterine perforation to be related to essure. The reporter commented: discrepancy in implant date: also reported (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5091009) on 03-dec-2019. The most recent information was received on 21-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('pierced completely into my uterine muscle') and device dislocation ('one coil migrated completely out of left tube/ the other coil was migrated mostly ou of fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate (topamax). In 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, medically significant and intervention required), device dislocation (seriousness criteria hospitalization, disability, medically significant and intervention required), pelvic pain ("pain/excruating pain") and uterine pain ("intense muscle cramping"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, pelvic pain and uterine pain outcome was unknown. The reporter considered device dislocation, pelvic pain, uterine pain and uterine perforation to be related to essure. The reporter commented: discrepancy in implant date: also reported on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5091009) on 03-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('pierced completely into my uterine muscle') and device dislocation ('one coil migrated completely out of left tube/ the other coil was migrated mostly ou of fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate (topamax). In 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, medically significant and intervention required), device dislocation (seriousness criteria hospitalization, disability, medically significant and intervention required), pelvic pain ("pain/excruciating pain") and uterine pain ("intense muscle cramping"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, pelvic pain and uterine pain outcome was unknown. The reporter considered device dislocation, pelvic pain, uterine pain and uterine perforation to be related to essure. The reporter commented: discrepancy in implant date: also reported (B)(6) 2019. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.